Event description:
05r/allura xper fd20/startup issue it was reported startup issue. The system was not in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the allura xper fd20 system onsite and confirmed that it was unable to enter the system after booting (startup issue). The fse investigated the system and found that the host pc does not turn on normally. After manually turning on the host pc the allura system started normally and exposure was normal and also the onsite engineer stated that the faulty lithium battery on the motherboard as the cause of the reported issue, this error may be due to battery aging and replaced the new lithium battery .the allura system was returned to use in good working order. The codes were updated based on the investigation outcome.